Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel anatomy was straight forward. It was reported that at an undetermined point, but believed when deployed through gate and ipsilateral limb, the physician noted it was extremely difficult to turn the handle on the screw gear. It was then noted that the physician's glove was caught between the strain relief and the front gray grip handle. The physician tried to pull the glove free and applied saline as lubricous but the glove tore off. After changing gloves, the physician continued deployment of the stent graft successfully. The tip recaptured fine, however, re-sheathing the gray to blue handle was very difficult but the physician eventually managed to mate gray handle to blue handle. Upon removal of the delivery system, it was noted that the tip was roughly 10cm out of the graft cover despite the gray and blue handles were mating (starting home position). Removal of the delivery system was smooth, and it was confirmed there was no damage to the vessels. In the final run there was a type ii endoleak. The patient is fine and will be monitored by their physician. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (deployment difficulty, endoleak); patient's condition affected effectiveness of device (anatomy related; type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak).